Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio device may have caused or contributed to the reported event. The attorney alleged infections, fissures, additional medical treatment and to remove the device. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent ventral hernia repair with a bard/davol bard ventrio. Ni/ni/2012 - ni/ni/2016: in the months following the implant of the mesh, the patient continued to experience abdominal pain, and further experienced several infections, as well as fluid draining. The mesh continued to cause chronic abdominal pain, infections, and fissures. The mesh required several revisions and additional medical treatment. On (B)(6) 2016: the device was removed. The patient has experienced significant mental and physical pain and suffering and mental anguish, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio device may have caused or contributed to the reported event. The attorney alleged infections, fissures, additional medical treatment and to remove the device. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the implant date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 years 4 months post implant of ventrio mesh, patient was diagnosed with infection, adhesions, abscess, purulent discharge thereby underwent mesh removal. The instructions-for-use supplied with the device list infection, adhesions as possible complications. In regards to infection the warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh.". A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-sep-2010) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6)2009: the patient underwent ventral hernia repair with a bard/davol bard ventrio. (B)(6)2012 - (B)(6)2016: in the months following the implant of the mesh, the patient continued to experience abdominal pain, and further experienced several infections, as well as fluid draining. The mesh continued to cause chronic abdominal pain, infections, and fissures. The mesh required several revisions and additional medical treatment. (B)(6)2016: the device was removed. The patient has experienced significant mental and physical pain and suffering and mental anguish, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures. Addendum per additional information: (B)(6)2011 - patient was diagnosed with multiple incisional hernia thereby underwent open repair with the implant of ventrio mesh. Per operative notes, ¿the hernia defects were all identified. Multiple adhesion of omentum and bowel to the anterior abdominal wall and hernia sacs were taken down. The hernia sac was dissected free from the subcutaneous fat layer. The ventrio mesh was placed underneath the anterior abdominal wall and secured into places using tackers.¿ (B)(6)2016 - patient was diagnosed with abscess thereby underwent incision and drainage of abscess. Per operative notes, ¿there was a mesh in the base of wound with some purulent drainage.¿ (B)(6)2016 - patient was diagnosed with infected mesh thereby underwent open repair with the removal of mesh. Per operative notes, ¿the exposed mesh was separated from surrounding tissues. Deep to the mesh overlying abdominal contents stool was exposed. The mesh was adherent to the wound edges was removed.¿ attorney alleged that the patient had abscess, fistulae, infection, pain & suffering.